Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that on (B)(6), 2010, it was stated at the receipt of delivery, that the light source failed to function. According to the information provided via the customer, the fault error 3 was displayed while switching on the device. The customer asked for the delivery of a free device replacement.